Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was alleged that there were more than 20 units of insulin remaining than what the pump had recorded. There was no indication that the product caused or contributed to an adverse event. This is being reported due to the potential for an inaccurate remaining insulin reading to cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2019 with the following findings: a review of the pump histories showed no evidence associated with the complaint. During testing, the pump successfully completed a rewind, load, and prime sequence. Basal deliveries were executed until remaining insulin on the home screen reached zero. The cartridge was removed and showed no insulin remaining; the plunger was at the zero unit mark. The investigation was unable to duplicate the complaint of a remaining insulin issue. Unrelated to the complaint, investigation revealed the ok keypad button was hypersensitive due to a cracked button key contact. In addition, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.